Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci-assisted hysterectomy, bilateral salpingo-oophorectomy, bilateral pelvic sentinel lymph node mapping with biopsy procedure, and a mini-laparotomy for specimen removal. The legal document alleges that as a result of the da vinci-assisted surgical procedure the patient suffered injuries and/or damages. The plaintiffs¿ attorney alleges that surgeon traumatized the patient¿s bladder and bowel, negligently failed to recognize the injuries during surgery, and failed to test for the presence of bladder or bowel injury during the procedure. Furthermore, the plaintiffs¿ attorney alleges that the patient suffered a colon and a bladder perforation, developed a colovesical fistula (an unnatural communication between the bladder and the bowel) resulting in the passage of feces in the urine. As a result, the patient underwent a sigmoidectomy, end colostomy, and repair of a bladder injury.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure was performed. Two da vinci-assisted hysterectomy procedures were performed on this event date, and with the information provided at the time, it is indeterminable which procedure is associated with the reported event. A system and instrument log review was performed for both procedures: no relevant errors were observed during either procedure. Additionally, all multi-use instruments used in both procedures were used in subsequent procedures with the exception of the single-use instruments and the following instruments. A review of the site's complaint history was conducted. It was noticed that two out of the three endoscopes used during these two procedures on (B)(6) 2019 had complaints logged for them. However, both complaints were associated with events/procedures that occurred more than a year after the two procedures performed on (B)(6) 2019. This complaint is being reported due to the following conclusion: as part of a legal dispute, the plaintiffs' attorney alleges that the surgeon traumatized the patient¿s bladder and bowel, negligently failed to recognize the injuries during surgery, and failed to test for the presence of bladder or bowel injury during the procedure. The plaintiffs¿ attorney alleges that the patient suffered colon and bladder perforation, developed a colovesical fistula between the bladder and the bowel resulting in the passage of feces in the urine. As a result, the patient underwent a sigmoidectomy, end colostomy, and repair of a bladder injury. The cause of the post-operative complication is unknown.